Event description:
It is reported that the customer had normal blood glucose levels of 95 mg/dl. The customer reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer reported that the reservoir of the insulin pump was occluded. The customer was advised that the reservoir of the insulin pump would need to be replaced. No additional information is provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.